Event description:
A vf was induced during an attempted implant. The ICD detected the arrhythmia and began to charge. The audio, while charging, did not sound normal. External defibrillation was performed when the device continued a prolonged charge.